Event description:
Device malfunction: none. Adverse event: hypotension. Time of adverse event: one day-post-procedure. It was reported that one day post a pta stenting procedure, of the lica, the pt experienced hypotension which required prolonged hospitalization. The pt was treated with dopamine and a blood transfusion for dilutional low hemoglobin, with complete resolution in 2007, no add'l info was available.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.